Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on critical override. The technical support specialist (tss) verified the system and identified that the device was offline in remote smart service. Tss then called the user to verify the network port status to verify the cable connected to both station and the network port and the customer validated. Tss identified that the station went online after the call was dropped, dialed in the system and validated no critical override symbols showed up. The system functioned as intended after the issue got resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was stuck on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.